Event description:
It was reported that the pt was having trouble recharging. The recharger was replaced; still wasn't getting any coupling, usually got 8 bars. The pt had lost stimulation sensation. Prior to loss of stimulation the device was working fine. The stimulator appeared "locked up", there was no confirmation of error codes. A physician reset was done; the pt was able to recharge successfully, additional info reported that the pt also experienced new pocket pain, lack of effect, and continued inability to charge. The pt underwent a pocket revision (2008). It was unclear if the pocket revision was performed due to a fall or due to difficulties charging. The pt outcome was reported as no injury. The pocket revision did not resolve the pt's difficulty recharging.

Manufacturer narrative:
.